Manufacturer narrative:
Evaluation of the returned dingus bi71000203 found the alignment pin was damaged. Codes b01, c07, d02 apply. Evaluation of the bottom bracket bi71000202 found no fault with the component. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3/h6: the system was serviced in the field and the door winch install was completed. Codes b01, c07, and d02 apply. Product bi71000429, lot number: w1910250212 rev. K, was returned and analyzed. The winch motor was tested with motion cart. Forward and backwards motion passed, brake was engaging and disengaging as normal. A visual inspection showed the drive gear on the motor was cracked/ broken, not attached to motor drive and the center cog gear was bent. Codes b01, c07, and d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The case was an endoscopic spine decompression. There was no impact on the patient, but the case had to be aborted because the system would not open. They were able to put the system in float and move it to the foot of the bed so they could move the patient out of the operating room.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000273, serial/lot #: -, ubd: , UDI#: ; product ID: bi71000203, serial/lot #: -, ubd: , UDI#: ; product ID: bi71000202, serial/lot #: -, ubd: , UDI#: ; product ID: bi71000429, serial/lot #: -, ubd: , UDI#: ; product ID: bi71000164, serial/lot #: -, ubd: , UDI#: ; product ID: bi71000166, serial/lot #: -, ubd: , UDI#: ; product ID: bi71000273, serial/lot #: -, ubd: , UDI#: ; product ID: bi71000273, serial/lot #: -, ubd: , UDI#: ; product ID: bi71000273, serial/lot #: -, ubd: , UDI#: ; product ID: bi71000164, serial/lot #: -, ubd: , UDI#: ; product ID: bi71000164, serial/lot #: -, ubd: , UDI#: ; product ID: bi71000164, serial/lot #: -, ubd: , UDI#: ; product ID: bi71000166, serial/lot #: -, ubd: , UDI#: ; product ID: bi71000166, serial/lot #: -, ubd: , UDI#: ; product ID: bi71000166, serial/lot #: -, ubd: , UDI#: h3: a medtronic representative went to the site to test the equipment. Testing revealed that the door winch was damaged and the door dingus was bent. The cable sliders, upper and lower dingus, door winch motor and cable were replaced. H6: fdm b01, fdr c07, fdc d02 are applicable to the system checkout. Multiple annex g codes were reported. G04018 corresponds to the concomitant product bi71000273 and bi71000166. G04078 corresponds to the concomitant product bi71000203 and bi71000202. G04104 corresponds to the concomitant product bi71000429. G04034 corresponds to the concomitant product bi71000164. G02034 corresponds to the concomitant product bi71000166. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used in an unknown procedure. It was reported that while attempting to open the gantry door, the system would not respond to pressing the gantry door open button. During troubleshooting, technical services (ts) had the manufacturer representative (rep) press and hold the yellow fail safe button on the side of the imaging system, then press the close button on the pendant, but the imaging system would not open. The system was restarted and the same steps were performed, but the issue remained unresolved. Ts then instructed the rep to perform the manual door open with the emergency open kit. The site used bolt number one to maneuver so that the pin could be inserted into the gantry. Bolt number two was used to initially open the gantry door partially, and the pin was removed. However, the rep reported that while attempting to use the wrench that the bolt in hole number two broke off. The site was unable to open the gantry door. There was a reported delay to the procedure of less than 1 hour due to this issue.